Manufacturer narrative:
The complaint was not confirmed. The returned product was reviewed and the driver fits into the implant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the driver did not fit into the proximal implant. A surgical delay of greater than 30 minutes was reported. The surgery was completed with a kwire.